Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-dec-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station reboot when add drawer and the station stuck on black screen. A field service engineer (fse) found that the matrix drawer was unplugged. The drawer was plugged back in, reassigned, and the location machine was confirmed to be working properly. The matrix drawer rails were replaced and working fine. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system rebooted when a drawer was added. Customer stated that screen went dark and the system rebooted twice, then powered it off again and unplugged the drawer. A failed drawer notice was subsequently displayed on the pyxis es notice screen. However, there were no delays or adverse events or injuries reported based on this event.